Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunctions could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, it was observed that the distal end of the bending section was detached. Additionally, the adhesive on the bending section cover was cracked, resulting in exposed internal threads. There was no patient involved.